Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that she had unexplained low blood glucose of 40 mg/dl and high blood glucose, but the level was unknown. Troubleshooting found that the insulin pump was exposed to an MRI and customer was advised to avoid exposure to strong magnetic fields like an MRI. The pump passed the displacement test and customer was advised to follow up with their doctor, monitor pump and call back if issues persist.